Manufacturer narrative:
The reported event could not be confirmed because the information provided was not sufficient. The device history record for the ¿peek customized cranial implant kit, l¿, catalog # 78-10010, lot code # 1904031015 indicates one unit was manufactured to specification and accepted into final stock on (B)(6) 2019 with no reported discrepancies. To gain more information about the complained event the ¿infection complaints ¿ checklist customer¿ (cmfqf 13-003) was forwarded to the sales rep and reminders were sent several times. However, this checklist was not completed. Additionally, the ¿infection complaints - checklist investigator¿ (cmfqf 13-002) was completed by the manufacturing site for the affected device. For infection complaints expanded investigations are performed to assure that neither the complained device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. The complained device is delivered non-sterile, and the sterilization parameters indicated in the corresponding instruction for use are validated. Indications for any device or manufacturing related problems were not found. Summarizing the received information about the event, the main root cause for the reported event is most likely user related. Based on the investigation including a statistical evaluation and the DHR review of the related manufacturing and quality documents there is no indication for a not correctly working product or any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that a revision surgery occurred related to a post-surgical site infection after initial implantation with an implant. There was no actual device malfunction reported or evidence of such, and the procedure was reported as completed successfully.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that a revision surgery occurred related to a post-surgical site infection after initial implantation with an implant. There was no actual device malfunction reported or evidence of such, and the procedure was reported as completed successfully.